Event description:
A user facility reported following an intraocular lens (iol) implant procedure, the lens was exchanged due to blurry vision and anisometropia. The replacement lens was the same model, different diopter. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).